Manufacturer narrative:
Following a software update, the device was not rebooted. Once rebooted, the user has confirmed there have been no further problems.

Event description:
User reported that although bubble safety was engaged from pump manager, the bubble detection was actually not engaged. There was no patient harm; however, the event could result in patient harm if it were to recur.